Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: synthes monument. Dates of manufacture/release to warehouse dates: (B)(6) 2008 and (B)(6) 2008. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that a cable could not be added to the cable tensioner preoperatively. There was no patient involvement or surgical involvement associated with the reported. Event. Reported concomitant devices: cable (part / lot: unknown, quantity: (B)(4)). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: our investigation showed that in the cable tensioner is jammed a little piece of cable. Also it is visible that several cords from cable jammed in the gripping mechanism (clamping jaws). It is not possible to remove these pieces of cable. Manufacturing and inspection records indicated no problems with the lot in question. Considering the age of this article it is likely that normal wear and tear in combination with a handling fault by the user caused this occurrence. Complaint is disposed as confirmed due to evidence that on cable is jammed, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.